Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized ¿a few times for reasons related to dialysis.¿ no additional information was provided in the initial reporting. During follow-up, the patient¿s pd registered nurse (pdrn) stated the patient presented to the emergency room (ER) on two separate occasions with complaints of dyspnea and was diagnosed with fluid overload and hyperkalemia. During the second hospitalization, the patient underwent several continuous cyclic pd (ccpd) treatments utilizing 4.25% dextrose dialysate and the dyspnea resolved. The patient was discharged home on (B)(6) 2024 in stable condition and resumed utilizing the same liberty select cycler. Following discharge, the pdrn performed a home evaluation to better understand the patient¿s perceived non-compliance. However, after performing a review of the patients¿ technique and treatment knowledge, the pdrn determined the patient was performing their treatments as prescribed. Following the home evaluation, the pdrn contacted fresenius technical support and was able to resolve some gateway issues preventing the pdrn from reviewing their treatment data. After reviewing the daily treatment data, it was discovered the patient¿s prescription was inadequate and ultimately what caused the patient¿s hospitalizations. As a result, the patient¿s ccpd prescription was elongated by approximately one hour, and the patient¿s dialysate prescription was updated to include additional 2.5% dialysate. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient has recovered from the serious adverse events and continues to undergo ccpd therapy utilizing the same liberty select cycler without any further issues.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized ¿a few times for reasons related to dialysis.¿ no additional information was provided in the initial reporting. During follow-up, the patient¿s pd registered nurse (pdrn) stated the patient presented to the emergency room (ER) on two separate occasions with complaints of dyspnea and was diagnosed with fluid overload and hyperkalemia. During the second hospitalization, the patient underwent several continuous cyclic pd (ccpd) treatments utilizing 4.25% dextrose dialysate and the dyspnea resolved. The patient was discharged home on (B)(6) 2024 in stable condition and resumed utilizing the same liberty select cycler. Following discharge, the pdrn performed a home evaluation to better understand the patient¿s perceived non-compliance. However, after performing a review of the patients¿ technique and treatment knowledge, the pdrn determined the patient was performing their treatments as prescribed. Following the home evaluation, the pdrn contacted fresenius technical support and was able to resolve some gateway issues preventing the pdrn from reviewing their treatment data. After reviewing the daily treatment data, it was discovered the patient¿s prescription was inadequate and ultimately what caused the patient¿s hospitalizations. As a result, the patient¿s ccpd prescription was elongated by approximately one hour, and the patient¿s dialysate prescription was updated to include additional 2.5% dialysate. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient has recovered from the serious adverse events and continues to undergo ccpd therapy utilizing the same liberty select cycler without any further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of dyspnea, hyperkalemia and fluid overload, which warranted hospitalization and additional ccpd therapy with 4.25% dextrose dialysate for increased fluid removal. After reviewing the patient¿s treatment data, it was discovered the patient¿s prescription was inadequate and ultimately what caused the patient¿s hospitalization. As a result, the patient¿s ccpd prescription was elongated by approximately one hour, and the patient¿s dialysate prescription was updated to include additional 2.5% dialysate. Fluid overload is a common finding among dialysis patients and is frequently multifactorial in origin. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications.